Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6944 implantable defib lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the device experienced early elective indicator (eri) due to high output on the left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) - the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).